Manufacturer narrative:
(B)(4). The retain samples were evaluated. Visual examination was revealed no defects. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent caesarean-section on (B)(6) 2015 and suture was used. Before use on the patient, it was reported that the packaging was compromised. There was no pinhole detected in the package. There were no adverse patient consequences reported.